Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of this same malfunction, and tandem technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.